Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the doctor was not satisfied with the screw mechanism on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.